Event description:
It was reported that the right ventricular (rv) lead of this implantable cardioverter defibrillator (ICD) system exhibited high shock lead impedances out orange. The impedance was gradually increasing. A lead calcification was suspected. Commanded shock was performed before the device was explanted due to normal battery depletion, to test the impedance measurements to avoid 1005 fault code. The lead remains in service. No additional adverse patient effects were reported.